Manufacturer narrative:
Initial.

Event description:
It was reported that the user paused the ilet pump when glucose was low, with a cited glucose of 68 mg/dl for approximately 20 minutes and received education that pausing prevents the system from learning low patterns and adjusting correction doses; the event was characterized as a use-of-device problem with no specific device component identified. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, and the issue was attributed to user interaction with the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.